Manufacturer narrative:
The device was returned and customer allegation was confirmed. There were breaks in the forceps wire. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were found throughout the device. Water tightness was not maintained due to wear of the forceps lever. Corrosion due to water leakage was found in the operation part. The adhesive part of the bending section cover was missing. The suction cylinder was scraped. The distal end tip was burnt. Deformation of the air/water nozzle was recognized. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the forceps adjustment of the videoscope was malfunctioning. The device was returned and an evaluation revealed, the adhesive part of the lighting lens was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely causes of the reported events are due to stress of repeated use, external factors, or handling. Additionally, the electrosurgical energization was performed close to the pole of distal end of the device, resulting in distal end of the device was energized and burnt. The event can be prevented by following the instructions for use (IFU) which state: ¿operation manual ¿ warnings and cautions¿ olympus will continue to monitor field performance for this device.